Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns (B)(4) unit of celsite st201 st set sil 8,5f IV reference 4430395 from batch 36982679. Device history record batch record file, number (B)(4) was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on this batch released in september 2021. Summary of investigation one x-ray picture and 2 pictures of the explanted device were transmitted. However, neither the complaint sample, nor the completed form "request for information - access port incident " were returned for investigation. - pictures review: one picture of the explanted catheter and one picture of the explanted access port were transmitted. We can see that a small piece of the catheter is present on the exit cannula. The catheter rupture facies is not visible on the pictures. -x-ray picture review: on the received x-ray picture, we can see the catheter in the patient's heart. - raw material historical review: the batch records of the catheters and of the access ports included in the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing were also compliant upon receipt. -manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause according to the customer description of the event (catheter detached) and to the received pictures (piece of catheter still present on the exit cannula), it seems that the catheter migration is due to a catheter rupture under the connection ring. It might result from the extension of a catheter damage done during the implantation procedure, probably while mounting the catheter on the exit cannula. Indeed, after the implantation, this part of the catheter, at the level of the exit cannula is protected by the connection ring. The extension of the damage due to mechanical forces applied on the device during the implantation period (patient movements, breathing) would finally lead to the catheter rupture, and then migration to the heart. However, without the complaint sample for investigation, it is not possible to confirm this hypothesis. Conclusion the complaint is confirmed based on the received pictures. However, it is worth noting that: - no other complaint was received about this batch. - the examination of our manufacturing process and of all the documentation related to the impacted batch have not revealed failure during our production process. This type of incident is a known and well documented potential adverse event of the implantation of access ports. This is a rare incident. The IFU specifies several recommendations to avoid this type of complication. If a sample do become available, the complaint will be reopened for further evaluation. No actions plan is foreseen for the moment.

Event description:
"The catheter has detached at the end of the titanium cannula. We are awaiting additional information and a completed form from customer."

Event description:
"The catheter has detached at the end of the titanium cannula. We are awaiting additional information and a completed form from customer."

Manufacturer narrative:
Note: product reference 4430395 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Investigation results will be sent in the medwatch report - follow-up #1.